Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy, the device seal was damaged. The device was filled with fluid upon entry and obscured the visualization on the camera. The product was pulled out and used another device instead. There was no patient injury.